Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump rattles when vibrator motor is activated due to vibrator motor adhesive not adhering to case.

Event description:
No blood glucose levels reported. The customer reported that the insulin pump was making a loud rattling sound in place of a vibrating alert. Troubleshooting was done. The customer reported replacing the battery on the insulin pump to no avail. The customer was advised that the insulin pump would be replaced as requested. The customer was advised to revert to a back-up plan per the health care provider's instruction. No additional information was provided.